Event description:
A 3.0mm diameter x 18mm length ave gfx stent was inserted into the circumflex coronary artery. It was not possible to cross the target lesion due to angulation of the target vessel; therefore, the stent and delivery system were pulled back from the coronary artery and into the guide catheter. Upon removal, the stent dislodged from the stent delivery system into the left main. The physician did not follow the instructions for removal of an undeployed stent since it was attempted to pull the stent back into the guide catheter while engaged in the coronary artery. Attempts to recross the stent or to snare it were unsuccessful. Therefore, a 3.5mm diameter percutaneous transluminal coronary angioplasty balloon was inflated to compress the stent against the arterial wall in the left anterior descending artery, where it remains in the pt. The pt began to have electrocardiogram changes and it was noted that there was a non-flow limiting dissection in the left main artery. Subsequently, the pt went to surgery in stable condition for coronary artery bypass surgery. There was no additional clinical sequelae reported relative to the event.